Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data indicated that the power consumption of this device is higher than expected but the cause is not immediately clear. At this time, the increase in power consumption is slight, modeling of the behavior suggests that a change in battery status is far out and reassessment in 90 days is recommended. The device remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data indicated that the power consumption of this device is higher than expected but the cause is not immediately clear. At this time, the increase in power consumption is slight, modeling of the behavior suggests that a change in battery status is far out and reassessment in 90 days is recommended. The device was subsequently explanted and replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Information indicates the device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
This supplemental report is being filed based on explant and replacement of the device.